Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The devices were not returned for review, so their exact conditions cannot be described. The zmr stem broke at the junction, as it appears in a provided x-ray image. Manufacturing documentation could not be retrieved and reviewed because item/lot information was not provided. These devices were used in the treatment of a disease. A complaint history search of the manufacturing lots could not be performed in the absence of the lot numbers. X-rays were sent to an external surgeon for review. The size of the proximal body relative to the femur was noted to be inadequate, and the patient's bone quality was noted to be poor. Primary implantation notes were reviewed which noted the use of a competitor trochanteric plate and multiple cables to secure the eto. The quality of proximal support was noted to be adequate. A conclusive cause for the event described cannot be determined at this time.

Event description:
It is reported the patient was revised due to a zmr implant fracturing at the juncture on the stem and body.